Event description:
Pt post-op with a pca demand dose of 1-2 mg; no continuous dose. Pump noted to be cycling too often. Pump stopped and examination of the pump noted that the pump had been programmed in milliliters rather than milligrams.